Event description:
It was reported that hour glass/no readings/sensor error was reported. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. On 06/20/2024 the patient received a sensor error message on the receiver. There was no bg taken during that time and on 06/21/2024, the patient was feeling really sick, weak and was constantly vomiting. She called her neighbor and her neighbor called 911. When ambulance arrived she was taken to the hospital. In the ambulance they performed a bg reading which was over 1000 mg/dl. At the hospital she was treated with IV medication and insulin. She was diagnosed with diabetic ketoacidosis (dka) and hospitalized from (B)(6) 2024. At the time of the report the patient was recovered. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.